Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophagectomy, the stapler was able to fire and there were no issues noticed however, the post operative leak was experienced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophagectomy, the stapler was able to fire and there were no issues noticed however, post operative leak was experienced. A leak test was done. Three reloads had the same malfunction during the same event. The patient was brought back to the hospital and was kept for 78 days.